Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited an increase in thresholds and loss of capture (loc). It was suspected the lead was damaged during cardiac surgery. As a result, system explant and replacement was performed a few days later. No additional adverse patient effects were reported.